Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify pump error 43 alarm, auto mode anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was in use. The customer treated high blood glucose with insulin pump. Customer reported that the insulin pump had pump error alarm. Customer was unable to clear and unable to rewind the insulin pump. Customer reported that the reservoir had leak. The insulin pump will not be returned for analysis.